Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited frequent far field r-wave (ffrw) oversensing which resulted in inappropriate atrial tachycardia/atrial fibrillation detections and inappropriate anti-tachycardia pacing therapy. The patient reported experiencing chest pain. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.